Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1 and suture were returned off the needle. The t2 has been cut from the suture and not returned. The knot has been tightened down. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture specifications found the suture is required to be accompanied by a material certification of analysis for each lot used. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include unintended excessive force applied during knot reduction. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: complaint reference: (B)(4).

Event description:
It was reported that the during a meniscus repair surgery, the ultra fast-fix suture broke when tying the knot. Both ts were removed from the patient using tweezers. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.